Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the telescope, 3 mm, 30°, wideangle, autoclavable had a light guide had a broken light guide cover glass. There were no reports of patient harm.

Event description:
The issue occurred at preparation for use for a tracheoscopy procedure and it was completed with similar device without any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d10. Additional information added to field . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of light guide lens was broken was not confirmed. Based on the results of the investigation, it is likely the reportable event occurred due to due to the effect of a large mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.